Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37714 restore sensor, serial #(B)(4)) found that is had a reduced capacity due to overdischarge. According to the trace report, two recharge sessions were performed on the ins. The initial recharge session was performed on (B)(6) 2013 with good coupling (eight bars) observed. The ins went into lock mode on (B)(6) 2013 and was not recharged until it was received for analysis on (B)(6) 2014. A non-standard test was done to address the complaint related with coupling of the ins. Recharging of the ins was performed while the ins was still in the original box and with the ins taken out of the box, at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor ins, indicating that this ins is working correctly with a recharger.

Event description:
It was reported that the implantable neurostimulator (ins) would not perform telemetry or charge prior to removal from packaging. It was also stated that the battery was received as short-dated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.